Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received eleven appropriate treatments. The device was started up at 15:55:32 on (B)(6) 2023. At 03:40:35, an arrhythmia was detected. ECG shows sinus rhythm @ 70 bpm degrading to vf. At 03:41:16, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. The post shock rhythm was sinus bradycardia @ 20 bpm with nsvt. At 03:42:21, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. The post shock rhythm was asystole with intermittent cardiac activity and motion/tactile artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 03:43:06, an arrhythmia was detected. ECG shows asystole with motion artifact and intermittent cardiac activity transitioning to vf. At 03:43:36, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. The post shock rhythm was asystole with motion/tactile artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 03:44:25, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity transitioning to vf. At 03:44:58, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. The post shock rhythm was sinus rhythm @ 90 bpm with pvcs/nsvt, unconducted p waves and motion artifact. At 03:45:31, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. The post shock rhythm was sinus beats and pvcs transitioning to vt @ 270 bpm. At 03:45:55, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vt @ 280 bpm. The post shock rhythm was sinus bradycardia @ 40 bpm with pvcs, bbb and motion artifact. At 03:46:29, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vf. The post shock rhythm was sinus rhythm @ 80 bpm with pvcs, bbb and motion artifact. At 03:47:01, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vf. The post shock rhythm was sinus rhythm @ 90 bpm with pvcs/nsvt, bbb and motion artifact. At 03:48:40, an arrhythmia was detected. ECG shows af with rvr @ 150 bpm with motion artifact and pvcs transitioning to vt @ 280 bpm. At 03:49:09, the patient received the ninth appropriate treatment. Rhythm at the time of treatment was vf. The post shock rhythm was sinus tachycardia @ 100 bpm with pvcs/nsvt. At 03:50:04, an arrhythmia was detected. ECG shows vt @ 260 bpm. At 03:50:34, the patient received the tenth appropriate treatment. Rhythm at the time of treatment was vf. The post shock rhythm was vf. The electrode belt was disconnected at 03:50:53 on (B)(6) 2023. At 03:51:07, the patient received the eleventh appropriate treatment. Rhythm at the time of treatment was vf. The ECG for the post shock rhythm is not available due to the electrode belt being disconnected.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.